Event description:
As reported via the edwards clinical specialist, upon inspecting the sapien valve out of the box it appeared that one of the leaflets was not sewn in properly. It was reported that the leaflet appeared almost as though it was half sewn in and the other half was not sewn in. The operators tried a pre-crimp (without the delivery system) to check if that would change the appearance of the suspicious leaflet; however, the appearance of the leaflet did not change. The operators opted to not use the valve. The valve was returned to edwards lifesciences for evaluation.

Manufacturer narrative:
Visual inspection of the returned valve did not show any observable damage to frame, skirt, or leaflets of the crimped valve. Because the valve was partially crimped, the customer complaint of leaflet not sewn in properly could not be assessed upon visual inspection. The valve od measurements were within specifications. Furthermore review of the x-ray images showed no structural damage to the returned valve. The valve was then crimped onto a test retroflex 3 delivery system, and expanded according to procedures. Visual examinations of the valve under normal magnification and 10x did not revealed any damage to the leaflets, skirt, or frame. The leaflets of the valve were intact. The valve was mechanically tested. The valve was mounted on a pulse duplicator under nominal simulated patient test conditions. The valve leaflet motion via video footage demonstrates that the valve opened and closed properly. In addition, the outflow side of the valve depicted a large orifice at peak opening during systole. All valves were 100% visually inspected and 100% leak tested prior to termination and release for distribution. The complaint of leaflet not sown in properly was not confirmed while the complaint about uneven crimping was confirmed; however, no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural error by the operator may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no further action is required at this time. The root cause of the reported complaint for leaflet now sewn in properly was not determined. The reported observation was likely cosmetic. After expanding the valve, the leaflets were shown to be properly sewn to the valve frame. The valve did not have any non-conformities. The observation of uneven crimp was confirmed but according to the information provided, the incident was caused by procedural error. Available information suggests that procedural error by the operator likely contributed to the event. Since no labeling or IFU inadequacies have been identified no corrective or preventive actions are required.

Manufacturer narrative:
The sapien valve was returned to edwards lifesciences for evaluation. Upon receiving the valve was noted to be partially crimped. A preliminary engineering evaluation revealed that the valve was not crimped properly and it was inspected to be uneven. In addition it was noticed that the leaflets appear to be sewn correctly. The DHR files for the device were reviewed. This sapien valve passed all the inspections without non-conformances. All valves are 100% inspected prior to product release. Additional functional tests and x-ray evaluations on the valve are pending. Investigation is on-going.